Event description:
It was reported that the bd alaris low sorbing extension set is loose-fitting from bag at the time of the infusion set. The following information was provided by the initial reporter: we are having issues with the tubing ref #(B)(4) being too loose-fitting for fresenius kabi dehp free. We had a chemo spill this week as the tubing easily dislodged from the bag at the time of the infusion set up.

Manufacturer narrative:
H6: investigation summary: one photo was submitted for quality investigation. The customer complaint of loose component - leak, could not be verified based on the evaluation of the photo provided. The photo provided shows an infusion set connected to an IV infusion bag, however, it does not show any indication of leaking at the blue connector of the IV bag. A device history record review for model 24301-0007t lot number 22075499 was performed. Due to no sample being received, an additional investigation could not be performed. A root cause could not be determined due to the failure not being verified from the photo provided. H3 other text : see h10.

Event description:
It was reported that the bd alaris low sorbing extension set is loose-fitting from bag at the time of the infusion set. The following information was provided by the initial reporter: we are having issues with the tubing ref #24301-0007t being too loose-fitting for fresenius kabi dehp free. We had a chemo spill this week as the tubing easily dislodged from the bag at the time of the infusion set up.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.